Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced dyskinesia, swallowing difficulty, and restlessness. The patient reported falls about once per week and uses a walker most of the time. Increased dreaming was also noted. No further information available.